Event description:
Patient receiving intravenous (IV) antibiotics. Registered nurse (rn) in assessing site frequently as patient with poor venous access. Rn noticed a moderate sized puddle of water on the ground. After assessing the IV tubing and connection sites, the rn noticed that there were 2 small holes in the primary tubing line. Medical doctor notified as rn was unsure just how much medication patient was getting (fluid was still infusing past the holes).